Event description:
The following description of the event is a summary of the info provided by a foreign distributor in (B)(4). While on a patient the ventilator gave 5 " motor fault" followed by a "vent inop" alarm. I ran the ventilator for 24 hours after the failure with no issues. The patient was put on replacement vela with no allegation of patient harm. It is difficult to fault find as each time I check it its working properly with only the errors in the log confirming the problem.

Manufacturer narrative:
Neither the user facility nor the distributor submitted a user facility/importer report to the MFR. At present, the device has been tested and the reported event has not been duplicated. Should additional info become available, a follow up medwatch report will be submitted.